Event description:
It was reported before use that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had a missing sleeve label. There was no report of impact on the patient or user.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 e, batch number 4008963and bd complaint number (B)(4) for missing sleeve label. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4008963 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch, including sleeve attributes, was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4008963 for missing labels. Retention samples from batch 4008963 were not available for inspection. One photo was received for investigation. The photo shows the side of an unopened sleeve with medium red agar with no sleeve label visible. No plate print or product label was visible in the photo for batch verification. Without batch verification, the photo cannot confirm the complaint. No return samples were received for investigation. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint cannot be confirmed. Bd will continue to trend complaints for labeling defects.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had a missing sleeve label. There was no report of impact on the patient or user.